Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station shut off 15 min after rebooted. The technical support specialist (tss) dialed into the device and verified the current configuration settings, changed the requested setting remotely and verified the updated configuration was applied successfully. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application repeatedly crashed approximately 15 minutes after each reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.